Event description:
It was reported that the patient presented to the hospital after receiving inappropriate therapy. The lead was found to be dislodged. No further information is available at this time.

Event description:
New information notes that the lead will not be revised at this time. The physician elected to treat the patient with pharmaceutical therapy.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.